Event description:
It was reported nurse had a solid wave form and sherlock showed the PICC dropped but the yellow waveform didn¿t change. She checked her leads, the sherlock connection, the probe, recalibrated. Nothing worked. She then giggled the wire and the yellow waveform appeared. If she stopped holding the wire ¿together¿ she would loose the waveform.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of intermittent waveforms could not be verified outside the clinical setting and with the condition of the item returned for investigation. One 3cg stylet was returned for investigation. The stylet had been completely removed from the t-lock extension set and was received without the catheter. No damage was observed on the sample. A microscopic examination revealed the presence of conductive epoxy at the distal end of the stylet. The core wire was continuous through the polyimide tubing. A continuity and resistance test revealed that the product was within specification. A printout of the waveform was also provided. Both an external and intravascular waveform were present. Complications associated with the clinical setting that cannot be replicated in the lab may have affected the functional performance of the device. It is unknown if there was poor continuity with the electrodes and their connections. The gray fin with red and black lead wires was not returned for investigation. At this time, based on the evidence provided with the returned sample, it is unknown what caused the alleged problems. A lot history review (lhr) of reen2020 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen2020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse had a solid wave form and sherlock showed the PICC dropped but the yellow waveform didn¿t change. She checked her leads, the sherlock connection, the probe, recalibrated. Nothing worked. She then giggled the wire and the yellow waveform appeared. If she stopped holding the wire ¿together¿ she would loose the waveform.